Event description:
It was reported that the pt experienced unspecified withdrawal symptoms. The pump and 8.5 cm of the sutureless connector was replaced; it was noted that the sutureless connector was not working. No additional details were provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.